Event description:
It was reported via social media that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, pimples, and ¿massive hives/swelling that looks like bites¿, below the knees and elbows. The patient reported that they had gotten massive hives/swelling that looked like bites below the knees and elbows. The reaction was not near the device but no exposure to bugs or other allergens would have happened around that time. The reaction appeared about 36 hours after inserting a sensor for the first time. The patient stated they were hoping to get a biopsy the day after the post. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).